Event description:
It was reported that during a fascia closure for liver transplant procedure, on the first half of usage, the device fired fine. On the second half, the staples were feeding incorrectly. The staples were not forming. A second device was used and the same thing happened. A third device was used to complete the case. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4). (B)(4). (Device b): (device empty); device (a) was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining staple as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. Device (b) was returned in good visual condition and empty; no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.